Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following results: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button cover was torn. The display screen was dim and discolored. The display lens was found to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.